Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The subject pump was tested with the following findings: unable to confirm or duplicate unresponsive keypad. Testing confirmed intermittent responses to button presses on the keypad. Removed keypad cover to check condition of the button contacts and noticed contamination present under the contacts of all buttons. Also product analysis observed the bolus button was detached.

Event description:
Reporter contacted animas alleging all the buttons were not responding to press. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.